Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and bard matrix collagen acell were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent sling revision and excision of vaginal mesh on (B)(6) 2008 due to mesh erosion, excision of mesh on (B)(6) 2009 due to mesh erosion and excision of mesh on (B)(6) 2012 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/05/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic abdominal sacral colpoperineopexy with deep dissection into the vesicovaginal space for repair of both the apex and cystocele prolapse, laparoscopic repair of enterocele utilizing the retroperitoneal graft approach, rectocele repair and suprapubic tube insertion due to cystocele, rectocele, enterocele and stress incontinence. It was reported that patient underwent exploratory laparotomy with proctectomy with end colostomy, repair of vagina and exclusion of the pelvis, omental pedicle flap on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.